Manufacturer narrative:
H6: investigation summary: a complaint of the male luer not attaching properly causing leakage, was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5309 lot number 22079111 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxzero¿ extension set the connection experienced difficulty and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "reported issue: multiple nurses are complaining that the male adapter side does not screw into our cathlon, causing fluid and meds to leak out and it does not pull blood. The following problems have been over the last 2-3 weeks." Takes much turning which has dislodged the line from the patient. Also will untwist itself and when. Lot number 22099164 the old flushing may spray blood and contaminants.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set the connection experienced difficulty and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "reported issue: multiple nurses are complaining that the male adapter side does not screw into our cathlon, causing fluid and meds to leak out and it does not pull blood. The following problems have been over the last 2-3 weeks." Takes much turning which has dislodged the line from the patient. Also will untwist itself and when. Lot number 22099164 the old flushing may spray blood and contaminants.